Event description:
The customer alleged they received questionable free triiodothyronine (ft3) results for one patient on their e601 analyzer. The patient's initial ft3 result was 20.07 pg/ml. The discrepant result was reported to the physician in charge of the patient who questioned the result as it did not fit the patient's clinical situation. The sample was repeated on an abbott architect analyzer and the result was 5.9 pmol/l. The patient was not adversely affected by this event. The ft3 reagent lot number was 172621. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (b)(46. No information was provided on the specific part number involved in this event.

Manufacturer narrative:
The customer returned two patient samples for investigation. An interference to the ruthenium label was excluded. Further investigation identified an interfering factor to the ft3 assay antibody present in the patient's sample. This interference is covered by the product labeling. (B)(4).